Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The device was received with the shaft separated. No reported information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The noted material separation was confirmed. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na